Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment confirmed the reported polymer leak event with patient hypotensive reaction. At the review of the shared operative notes, the root cause for the polymer leak is most likely an inadvertent wire perforation of the aortic body rings during the procedure, user related. Based on the description of the event and information available, the clinical assessment confirmed the reported polymer leak event with patient hypotensive reaction. At the review of the shared operative notes, the root cause for the polymer leak is most likely an inadvertent wire perforation of the aortic body rings during the procedure, user related. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrected data device code add 1504. Evaluation method code add 4112. Remove results code 3233, add 3243. Remove conclusion code 11, add 19, 61, 4311.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The aortic body fill channels appeared filled however, a decision was made to implant a palmaz stent graft at the level of the sealing rings. At the conclusion of the procedure the aneurysm was excluded. The patient will continue to be monitored.